Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the unit screen is blank but the unit can be heard operating in the back ground. The device is pending evaluation.

Event description:
The customer reported the unit screen is blank but the unit can be heard operating in the back ground. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 24sep2019; b4: 25sep2019. The customer confirmed the issue was resolved by replacing the backlight converter/user interface printed circuit board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.